Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 30mm annuloplasty ring, the ring was explanted and replaced 29mm mitral bioprosthetic valve. The physician reported that the patient's valve was unable to be repaired and required valve replacement. It was reported there was no issue with the annuloplasty ring. No additional adverse patient effects were reported.